Event description:
Customer reported that the paramedics were called to revive him from low blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that he boluses for dinner and he did not eat. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all operations currents within specification no expected low battery or of no power noted. Unit passed self test, off no power test also displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm tests. Unable to prime or complete the functional testing due to faulty force sensor and prime anomaly. Intermittent button response noted due to corroded keypad traces. Scratched display window noted during visual inspection.